Event description:
Endobronchial ultrasound was being performed when the olympus ultrasound endoscope balloon came off the scope and migrated into the lung of the patient. When the patient coughed, the balloon was no longer visualized. Bronchoalveolar lavage was performed and a pediatric scope was used to look for the balloon without success. CT was performed but did not show the retained foreign object.